Event description:
It was reported that the wake button is becoming unresponsive. Reportedly, the customer has to press the button multiple times for the pump to respond. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.